Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam began to blink; the fiber stopped working at 46, 764 joules of use. The case was completed using an alternate procedure (turf). There was no report of pt injury.